Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there is no sound at the surveillance station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer biomed and learned that there is no speaker installed. The biomed was not familiar with the speaker setup and indicated that there is a station nearby that has a speaker, but it is connected to the wall. The rse advised that the nearby station was likely installed with the same setup needed for the missing speaker. The biomed was able to find the correct connection and resolve the issue.

Manufacturer narrative:
Reportability change: after further review, it was determined that the criteria for reportability was not met. It was reported that there is no sound at the surveillance station. Additional information was received indicating that the users unplugged the speaker from the wall connection and the audio was restored when the customer biomedical engineer re-secured the connection. There was no product malfunction and this issue is no longer reportable. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. H3 other text : reportability change/